Manufacturer narrative:
Following laser treatment, patient sought medical intervention for a dilation procedure and received estrogen cream/ diflucin for preventative post care treatment. Patient also has a history of rare congenital condition mullerian agensis. Treatment parameters were within clinical guidelines. Cynosure evaluated the device and found it working as intended.

Event description:
Patient received medical intervention following a laser treatment due to feeling some pain/redness. Patient has history of mullerian agensis.